Manufacturer narrative:
A visual examination of the complaint device revealed that there were no issues noted with the balloon material. It was noticed that there were multiple severe kinks along the length of the device. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a uromax dilatation balloon was used in a procedure on (B)(6) 2017. According to the complainant, during the procedure, when the catheter was taken out it was noted that the catheter kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a uromax dilatation balloon was used in a procedure on (B)(6) 2017. According to the complainant, during the procedure, when the catheter was taken out it was noted that the catheter kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.